Event description:
The customer reported four (4) false positive results with the ID now covid-19 performed in (B)(6) 2022. This MFR. Report addresses patient results three (3) of four (4). The customer reported a false positive result with the ID now covid-19 assay performed on roughly (B)(6) 2022 on a nasopharynx sample that generated a positive result. Pcr confirmation testing was performed using a nasopharynx or salva sample generating negative results. Although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all related MFR. Report numbers: 1221359-2022-04208 through 1221359-2022-04211.